Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 dexcom cgm¿s alerts had awaken her from her nap when she was going into a hypoglycemic episode after patient had erroneously overdosed on insulin. Patient reports that dexcom sensor was performing in accordance to specifications although patient was using it against user¿s recommendations by extending it beyond the recommended 7 days. Patient woke up and was able to self-treat but decided to call the paramedics anyway. At the time of his call to dexcom technical support, patient was feeling fine.